Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest on (B)(6) 2022 at 4:00am. Later that day at home, his cgm displayed 285 mg/dl. As his values had been accurate in the past, he did not perform a bg and self-treated with insulin. Prior to leaving for a meeting, his cgm value increased to 320 mg/dl and he administered 35 units of insulin. Once at the meeting location but prior to going into the meeting, his cgm displayed 343 mg/dl and he self-treated with an additional 40 units of insulin as he was concerned, he would go into ketoacidosis. However, during the meeting, he 'sensed' something was wrong, excused himself and went to his vehicle in the parking lot. The participants at the meeting knew something was wrong as the patient does not excuse himself. Some of the participants checked on the patient and found him unresponsive in his car. Emergency medical services (ems) was called; ems performed a bg upon arrival which was 20 mg/dl. The patient was treated and transported to the emergency department (ed). In the ed, his cgm continued to display values higher than his bg. He was released from the ed early the following day. He was unable to perform a bg prior to self-treatment with insulin as his glucometer was not with him at the time. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The sensor was inserted into the chest, which is off-label usage of the device on (B)(6)2022 at 4:00am.